Event description:
The reporter did meter to "hcp" meter comparison tests. The tests were done minutes apart, using separate fingersticks. Meter read 309 mg/dl, and doctor's (type unknown) read 109 mg/dl. Reporter did not have any symptoms. A control solution test was in range, 131 (91-137). During troubleshooting, the reporter had never cleaned the meter. On follow-up, the reporter checked confirmation dot for color change. Reporter uses accurate test techniques, and is now cleaning meter regularly. No harm was alleged.